Event description:
The plaintiff's attorney alleged that the decedent experienced a cerebrovascular event on or about (B)(6), 2006 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving three separate products; associated mdrs #: 1225714-2014-01708 and 2937457-2014-00700.